Event description:
Customer reported that she was in a major car accident and was hospitalized. Customer blood glucose reading while she was hospitalized was 206 mg/dl. Nothing further was reported.

Manufacturer narrative:
Prime alarm during the prime test due to loose drive support disk.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.